Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) of 48 mg/dl. Reported the customer "dawn effect" which causes her to go low in the morning. Customer consumed food to address the low bg.